Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The upper and lower cases ere contaminated. The battery release, battery drawer o-ring, and battery drawer were also contaminated as were the ring cover and one side bail cover. One board connector cable was out of specification as the insulation on the cable was stripped. (B)(6). (B)(4).